Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and getting worse for a few months. The display was difficult to read and battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: during investigation the display screen was observed to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.